Event description:
It was reported that a coil protusion occurred during removal. The target lesion area was located in a severely tortuous and mildly calcified right internal iliac artery. A 20mm x 40cm interlock 35 was selected for use. During the procedure, when the coil was advanced into a non-bsc guide catheter to placed the device in the neck part inside the aneurysm, the coil prematurely separated. The device was removed together with the non-bsc guide catheter and was noted protruding from the catheter's tip. Another non-bsc guide catheter was used, and the angiography was performed before coil placement and found that thrombus formed with the four interlock devices that were placed before. The new coil was not placed after that. The procedure was completed with a different device. No patient complications were reported.